Manufacturer narrative:
The customer¿s report of error code 255-16-275 was confirmed. Analysis of the pcu event log shows that just prior to the recorded error the user programmed consecutive delays. The pcu error log shows that error code 800.8000.0 (general os fault) occurred 1 second after confirmation of the second programmed delay. This error may occur after a combination of user actions and software/or hardware sequencing and timing errors. The system responds by generating system error 255-16-275 on the pcu screen and recording the 800.8000 error code in the log. The pcu was designed to fail safely when an 800.8000 error occurs by allowing unaffected modules to continue running at their current rate and volume limits. The root cause of the reported system error code 255-16-275 is a software anomaly.

Event description:
The customer reported that during an infusion with multiple medications, the IV pump stopped, and started beeping, displaying ¿'system error code- 255-16-275.¿ there was no patient harm reported, and although requested, no other event details were provided.